Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the patient experienced asystole when crossing the valve as the atrio/ventricular node was disrupted. A fluoroscopy exam was performed in order to review the issue between the device and lead. It was decided to explant this device due to exhibiting low amplitude and low within range shock impedance measurements. Another device was implanted instead. After the procedure it was determined that these impedances were related to the patient condition and not to the system components. This device was returned to boston scientific for analysis. No further adverse patient effects were reported.

Event description:
It was reported that during the implant procedure of this cardiac resynchronization therapy defibrillator (crt-d), the patient experienced asystole when crossing the valve as the atrio/ventricular node was disrupted. A fluoroscopy exam was performed in order to review the issue between the device and lead. It was decided to explant this device due to exhibiting low amplitude and low within range shock impedance measurements. Another device was implanted instead. After the procedure it was determined that these impedances were related to the patient condition and not to the system components. No further adverse patient effects were reported.